Event description:
Nurse noticed the line was not flushing correctly 2 days after insertion. The nurse did not remove the line. The nurse left the line in for another 2-3 days. The nurse pulled the line to discontinue. Upon removal, the hub of the catheter came out, with the catheter left dwelling and remaining in the patient. The patient had to go to the operating room to remove foreign body.

Manufacturer narrative:
Qn# (B)(4). Medwatch report # mw5116607 received.

Manufacturer narrative:
(B)(4). Medwatch report # mw5116607 received. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Nurse noticed the line was not flushing correctly 2 days after insertion. The nurse did not remove the line. The nurse left the line in for another 2-3 days. The nurse pulled the line to discontinue. Upon removal, the hub of the catheter came out, with the catheter left dwelling and remaining in the patient. The patient had to go to the or to remove foreign body.